Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient tried to change the batteries in the remote many years ago and it shocked them and sent them to the floor so patient never changed the batteries in the remote again. Caller stated that the remote had been dead for many years and it didn't shock them or anything like that and it hadn't done anything ever since. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The caller reports that the pt indicated to them that when the pt went for an MRI scan on (B)(6) 2025, they replaced the batteries in the pt programmer and upon doing so the pt received a shock. The MRI facility at that time did complete the MRI scan. Agent reviewed with caller that we would not anticipate a pt receiving a shock from simply replacing the batteries in their pt programmer. Agent reviewed considerations around following up with managing doctor given the event noted as well as the date of the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked if further steps would be taken to resolve this issue, the patient reported that they were shocked in the vaginal area. They stated they would not use it again. They reported it put them on the floor.